Event description:
Potential for injury associated with an unknown pronto power wheelchair with a right motor that works intermittently. This could cause the chair to have unintended or erratic movement.